Event description:
It was reported that during implant, the right atrial lead would not sense or pace with multiple attempts using pacing system analyzers. Impedance was in range. The physician decided to use a new lead. The patient was stable before, during, and after the procedure.